Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the cause of the stopped pump message was magnetic resonance imaging (MRI) without interrogation after. The stopped pump message and alarming resolved. The motor stall occurred soon after the MRI and recovered at a refill.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the healthcare provider (hcp) saw a stopped pump message when reading the pump even though it appeared to be infusing normally. The logs showed a motor stall on (B)(6) 2024 and tube set message on (B)(6) 2024. The pump was refilled on (B)(6) 2024 and the low reservoir alarm was occurring at that time. The pump has continued to alarm with the critical alarm since the refill. The home screen showed an active alarm and that stopped pump may exceed tube set alarm was active. The hcp silenced the alarm and updated the pump, and it no longer showed an active alarm, however after update, it still showed the pump stopped message for 0 hours and 0 minutes. The current settings showed pump was not in stopped mode and there were no additional logs from the update indicating pump was stopped. Logs were checked again, and no additional logs were found however it continued to show the stopped pump message with 0 hours and 0 minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.